Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that premature battery depletion was suspected. Previously, the remaining longevity showed 1.5 years remaining; however, during the most recent device interrogation, end of life (eol) was declared. Additional information: a request was submitted to the field representative for an update regarding this event. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It was also indicated that this device is not available for return as it was discarded at the hospital.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that premature battery depletion was suspected. Previously, the remaining longevity showed 1.5 years remaining; however, during the most recent device interrogation, end of life (eol) was declared. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. A request was submitted to the field representative for an update regarding this event. The date of explant was not provided; therefore, is estimated based on the date that the field representative informed boston scientific. The field representative also indicated that this device is not available for return as it was discarded at the hospital.